Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a cre balloon dilatation catheter was used during a procedure for the dilatation of an esophageal stenosis. The procedure was performed on (B)(6), 2012. According to the complainant, during deflation of the balloon after dilatation of the target site was performed, the balloon seemed to take longer to deflate than normal. As a result, prior to completely deflating the balloon, the endoscope and balloon were removed together. Outside the patient, the balloon was able to be partially deflated by application of direct pressure with the physician's hand to remove the device from the endoscope. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4): preliminary investigation results - visual and functional evaluation of the returned device were performed. No damage was noted to the balloon portion or catheter of the device. The balloon was inflated and deflated with an alliance syringe with no issues. The fluid was able to be completely removed from the balloon. The reported event that the balloon could not be deflated could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., improper withdrawal technique or tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. If any further relevant information is received, a supplemental MDR will be filed.